Event description:
A malfunction on the pump was reported by the caller, who noted no specific events impacted blood glucose levels. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the faulty pump. The customer was instructed on using an alternate insulin therapy method, mdi, while ensuring proper insulin delivery.